Event description:
During a coronary stenting drug eluting treatment procedure, stent damage occurred. The 80 % stenosed lesion was in a moderately calcified, 80% stenotic lesion in a moderately tortuous mid left anterior descending (lad) artery. The physician did not predilate. When the physician attempted to advance the taxus liberte 3.00 x 12 mm drug eluting stent it would not cross the lesion which resulted in stent strut damage. The physician predilated and was able to complete the procedure with another taxus loberte stent. No patient complications were reported. This product is only ous approved but it is similar to a marketed us device.